Manufacturer narrative:
Device received with constant no motor movement or negligible during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was moisture damaged. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement or negligible

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement alarm and not able to rewind the insulin pump. The customer's blood glucose value was 164 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.